Event description:
A clinical manager reported a saline bag back filled during pt treatment. The pt disconnected from the machine to go to the bathroom. When the pt returned, the registered nurse the saline bag was full. She though that someone changed the bag and reconnected the pt to complete treatment. She rinsed back the dialysate into the pt. The pt complained of severe abdominal pain and signed off treatment against medical advice to go home. He resumed dialysis schedule with his next treatment.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during treatment. The pt was reconnected to a back filled saline bag by the nurse. The pt experienced severe abdominal pain. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. Related MDR: 2937457-2014-00004.